Event description:
Rptr complains of rupture of inner bag (bleeding), muscle pain, cognitive problems, partial seizures, fibromyalgia, blood in urine, night sweats, insomina, severe headaches, left temporal lobe problems, add, chronic fatigue, depression from pain, carpal tunnel and gall bladder surgery, and elevated white count and sed rate.